Event description:
On 4/11/1997, during a meeting with a manufacturer sales representative, the facility oncology nurse manager reported six separate instances of device catheter breakage. This report investigates the fourth incident. No common element was discovered. At this meeting, it was agreed upon that the facility oncology nurse manager would put together the necessary information so that a product complaint report could be completed. Lot numbers were provided for each of the devices.

Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit conducted from 8/24/98 through 9/15/98. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. No further details are available. The MFR is now closing the file on this event. MDR#1219454-1997-00219, MDR#1219454-1997-00222, MDR#1219454-1997-00250, MDR#1219454-1997-00252, MDR#1220923-1997-00036, MDR#1220923-1998-00063, MDR#1219454-1997-00248, MDR#1219454-1997-00251, MDR#1219454-1997-00332, MDR#1220923-1998-00016.